Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event and similar events, it is possible that the reported event was caused by a large distal force exerted on the bag, resulting in the bag falling off the metal supports.

Event description:
Procedure performed: [brand] robotic assisted tlh with lymph node dissection. Event description: cd003 malfunctioned. Limited information available at this time. Product is not returning. Additional information received on 28jul2023 via email from [name], account manager no patient injury occurred. An additional cd003 was opened to complete the case. The first assist inserted and deployed the cd003. The surgeon went to place the specimen into the retrieval bag with the robotic forceps. Then the first assist gently pulled back on the entire deployment system to assist the surgeon dropping the specimen into the bag. Then pushed forward with the entire deployment system. The bag then fell off the metal prongs. Not allowing for the bag to be properly retrieved. Intervention: an additional cd003 was opened to complete the case. Patient status: no patient injury occurred.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: [brand] robotic assisted tlh with lymph node dissection. Event description: cd003 malfunctioned. Limited information available at this time. Product is not returning. Additional information received on 28jul2023 via email from [name], account manager no patient injury occurred. An additional cd003 was opened to complete the case. The first assist inserted and deployed the cd003. The surgeon went to place the specimen into the retrieval bag with the robotic forceps. Then the first assist gently pulled back on the entire deployment system to assist the surgeon dropping the specimen into the bag. Then pushed forward with the entire deployment system. The bag then fell off the metal prongs. Not allowing for the bag to be properly retrieved. Intervention: an additional cd003 was opened to complete the case. Patient status: no patient injury occurred.